Event description:
Pt reported obtaining a blood glucose result of 137 mg/l, while using the suspect device. Pt reportedly based insulin dose on this value (amount delivered was not provided). Pt retested blood glucose, approx 1 hour later, and obtained a result of 171 mg/dl. Pt reportedly delivered an additional 2 units of insulin aspart. Pt stated that, 3 hours later, she was found unconscious by her spouse, who subsequently tested her blood glucose and obtained a result of 89 mg/dl. Emergency medical services were summoned and upon their arrival, 10 minutes later, pt's blood glucose measured 30 mg/dl, on paramedics' blood glucose monitor, and 125 mg/dl, on the suspect device. Pt was reportedly treated with an intravenous glucose solution. At pt's request, she was not transported to the hosp for additional treatment. Pt's current condition: "feeling light-headed." Quality control testing had not been performed on the system. Technical support requested the return of the suspect product and replacment product was shipped.